Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. Debris was found outside and inside the valve. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the patient presented at ER with complications from an obstructed/mal-functioning shunt. A CT scan confirmed ventriculomegaly. As a result, the shunt was revised.